Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when the sensor detached from the base while removing the serter. The customer's blood glucose reading was 100 mg/dl at the time of incident. Troubleshooting advised customer on proper insertion and site technique. Customer was advised that the device would be replaced and to return the sensor for analysis. No further details were provided.